Manufacturer narrative:
The service engineer tested the device, but the reported issue was not duplicated. The occurrence of the error code related to pressure regulation high was confirmed in the event log at the time of the event. The service engineer performed device checking; however, no malfunctions were identified. The unit was returned to clinical use without requiring any repairs. No parts were replaced.

Manufacturer narrative:
Date of this report: 04june2021.

Event description:
It was reported to philips that the screen had turned black completely once and the unit had to be replaced by a hospital medical engineer. The device was in use at the time of the event. There was no report of patient or user harm/impact. A delay in therapy was not reported due to this failure. There was no other medical intervention except for replacing unit when the failure occurred. According to the dealer staff, the unit was collected and rebooted then confirmed that the unit operated normally and the reported phenomenon was not duplicated.